Event description:
The customer reported, the work station monitor would not display images. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the monitor. System operates as intended. (B)(4).